Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings:a review of the black box showed no evidence of short battery life. It was observed that 10hr stuck vp is observed on 02/08/2014 post a "check_bg" reminder leading to a ¿177¿ warning, and an 11hr stuck vp on 02/09/2014 post a bolus leading to sudden voltage drop from 1.50vp to 1.37vp. No evidence of short battery life occurred during investigation; the pump¿s current draws were found to be in specifications. The pump cover was opened and no defect was found to the power circuit. Unrelated to the complaint, the display screen was dim and discolored.